Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powering off without user input, which was reproduced. The symptom was also confirmed during a review of the event history log. Evaluation found depressed battery pins on the pump to be the cause. The rear case was replaced.

Event description:
It was reported that a spectrum pump had no display. During baxter's evaluation it was observed that the device powered off without user input. It was also reported there was no patient involvement.